Manufacturer narrative:
Corrected data: d4 UDI number. One device was returned for evaluation. Visual inspection revealed the rear/front housing were cracked on the bottom and near the latch lock, rear top/bottom labels were damaged, latch lock was worn and rusty, and rear battery compartment, overlay, downstream and upstream sensors were contaminated. The event history log confirmed error 1871 occurred. Functional testing was able to replicate the reported issue; found motor was locked and clock battery was overdue. The most probable root cause was motor locked, rear/front labels were damaged and clock battery overdue. The motor, rear/front housing assembly, rear labels, and clock battery were replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an error code. It was also reported that the clock battery was overdue and there was damage to pump casing. The event occurred during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.